Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port system was implanted via the left subclavian vein. However, an alleged subcutaneous leak was noted near the venipunctured site. The port system was removed and a crack was noted on the catheter near the 15 cm marker. There was no reported patient injury.

Event description:
It was reported that the port system was implanted via the left subclavian vein. However, an alleged subcutaneous leak was noted near the venipunctured site. The port system was removed and a crack was noted on the catheter near the 15 cm marker. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records (DHR) review is not available because the corporate lot number is unknown. Investigation summary: the sample returned for evaluation was one x-port isp m.r.I. Plastic port with 8 fr s/l groshong catheter. Visual and microscopic evaluations were performed of the physical sample. The catheter was returned with a longitudinal split between the 11 cm and 12 cm depth markings. The fracture surface was granular with polished wear on the catheter surface located circumferentially opposite the split site - consistent with pinch-off damage. Therefore, the investigation is unconfirmed for subcutaneous leak/break/split without embolism and confirmed for pinch off. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area that is associated with higher rates of pinch-off. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.